Manufacturer narrative:
Blank display due to interface board broken solder joint and lifted traces. Unable to perform occlusion test or functional test due to blank display anomaly. Insulin pump received with cracked keypad overlay, display window corner, reservoir tube lip, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device would not turn back on after changing the battery 6 times. Customer's blood glucose was 488 mg/dl. There was a crack on the esc button. Customer had a motorcycle accident not diabetic related. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.